Manufacturer narrative:
(B)(6). Device evaluated by MFR.: synergy ous mr 4.00 x 48mm stent delivery system (sds), catheter was returned for analysis. A visual examination of the stent found signs of stent damage. Stent struts in the mid-section of the stent was found to be bunched, lifted, and pulled from their crimped position. The undamaged stent od (outer diameter) was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip found no issues. A visual and tactile examination of the hypotube identified multiple hypotube kinks. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen identified multiple shaft polymer extrusion kinks.

Event description:
Reportable based on device analysis completed on 23-jun 2022. It was reported that crossing difficulties occurred. The 90% stenosed target lesion was located in severely tortuous and moderately calcified severely angle ostial left circumflex artery. After engaging the non-boston scientific (bsc) guide catheter and non-bsc guidewire crossed the lesion, pre-dilation was performed with 2.50 x 12mm maverick balloon catheter. A 4.00 x 48 synergy ii drug-eluting stent was advanced to treat the lesion. However, during the procedure the device was failed to cross the lesion. The device was removed and the procedure was completed with different device. Post-dilation was done. There were no patient complications reported. However, returned device analysis revealed stent damage.